Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug with concentration 20 mg/ml at a dose rate of 5.5 mg/day via an implantable pump for an unspecified indication for use. It was reported that the company representative was at the hospital for a catheter replacement and the did not have time to answer questions regarding event. The reason for the report was the pump has been empty since (B)(6) 2019 up until now. They wanted to know if they should have the pump replaced as well since it has been empty for about a month running with 20 mg/ml at a simple continuous rate of 5.5 mg/day. At the time of the report it was reviewed that there was no way to know for certain if there has been damage to the pump tubing unless they check for volume discrepancies. It was further reviewed that it was a medical decision to replace the pump along with the catheter today. No patient symptoms were reported. The company representative was to follow-up with the hcp. No further patient complications have been reported as a result of this event.